Event description:
Event description guidant received information that high thresholds and impedance measurements were observed with this lead due to a fracture. Therefore, the lead was removed from service and successfully replaced.